Event description:
Medtronic received information regarding a navigation system being used outside of a procedure with no patient present. It was reported that the system unexpectedly shut down before a case. The field representative (rep) attempted to replicate the issue, but was unable. The cart stayed on without wall power for over five minutes. The site clamed this issue has happened a few times since the batteries were replaced. The probable cause was noted to be the uninterruptable power supply.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735787, serial/lot#: (B)(6) and product ID: 9735773, serial/lot #: (B)(6). H3) a manufacturer representative went to the site to evaluate the navigation system. The main cart battery and uninterruptable power supply (ups) were replaced. Codes: b01, c02, d02. The ups was was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was not confirmed. The ups was unplugged from alternating current power and continued to run under known good battery power for the set 11.5 minutes before the ups shut down as programmed. Codes: b01, c19, d14. The battery was was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was not confirmed. The battery tested with no issues. Codes: b01, c19, d14. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2: updates in b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the system was unplugged from wall power when it shutdown after 5 minutes. The uninterruptible power supply (ups) and battery were replaced and the system was functional.